Manufacturer narrative:
Concomitant medical products: 37713 pain stim ipg, 3778-60 pain stim lead, 3778-60 pain stim lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fibrillation (af) with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.